Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during drainage of an empyema in the right chest cavity via ultrasound the drainage catheter was alleged not to be functioning smoothly. Reportedly, approximately two months post drainage catheter removal the catheter was identified to be broken into pieces, truncated, and remained in the chest cavity. Reportedly, the skin was expanded and the broken pieces were removed via ultrasound. There was no reported impact to the patient post procedure.